Event description:
Display backlight failure [device issue]. Case description: on (B)(6) 2014, during a routine review of service order findings from (B)(6) regional service center (rsc) in (B)(6) , an (B)(6) quality manager identified that inomax dsir# (B)(4) had experienced a display backlight failure during post-service burn in. This device issue is similar to a device issue which occurred in the past and had resulted in a service adverse event. During post-service burn in, inomax dsir# (B)(4) experienced a delivery failure (df) alarm.

Manufacturer narrative:
(B)(4). Evaluation summary. Inomax dsir# (B)(4) was at the regional service center (rsc) in (B)(6) for service. During post-service burn in, inomax dsir# (B)(4) experienced a delivery failure (df) alarm. A review of the post-service log confirmed a df alarm due to backlight current below minimum (actual: 793 counts; minimum: 800 counts). The rsc investigation determined that the root cause of the issue was a faulty 50018 main board and replaced it to rectify the fault. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause was a display-backlight failure. This condition will be tracked and trended under (B)(6) quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).